Event description:
It is reported that a customer stayed over night at a hospital due to food poisoning but states that her insulin pump works perfectly fine and has no complaints about the pump. Patient's blood glucose was not recorded. No further information was recorded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.